Manufacturer narrative:
(B)(4)

Event description:
It was reported that " while trying to introduce the guide wire into the balloon, it was going very tight. So we tried to pull out the guide wire, it got stuck in the balloon". Additional information states that the iab catheter was removed and another was used to continue therapy. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Event description:
It was reported that " while trying to introduce the guide wire into the balloon, it was going very tight. So we tried to pull out the guide wire, it got stuck in the balloon". Additional information states that the iab catheter was removed and another was used to continue therapy. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). The reported complaint that "while trying to introduce the guide wire into the balloon, it was going very tight" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends.